Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. A male patient underwent a procedure. A manta was used in the case. Angiogram revealed blockage near the manta site. It is believed the anchor was blocking the artery. A balloon procedure was employed that restored some flow. Other issues were noted with the anatomy of the vessel along the iliac section. No information was provided on what the other issues that were related to the vessel. A stent was placed to restore the flow. Additional information on patient and procedure was requested. No information was received. No angiograms or procedure notes were shared. Manta deployed in a diseased vessel and/or calcified situations can lead to an incorrect catch of the anchor subsequently causing blockage/ stenosis. This cannot be confirmed without knowing vessel status. No information was provided. It is unknown if the steps to deployment were followed correctly. Improper deployment could lead to incorrect positioning of the anchor. The patient condition is reported as fine. Based on the limited information, the root cause of the issue is undeterminable.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: physician deployed manta device. Angiogram revealed blockage at manta site. It was believed the anchor was blocking the artery. The area was ballooned, which restored some flow. It appeared there were other issues with the artery anatomy, along with iliac anatomy. A stent was placed covering the femoral and iliac artery sections. Adequate flow was restored.